Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 24 mmol/l. The customer¿s blood glucose was 27 mmol/l at the time of incident and other blood glucose was 17 mmol/l. The customer experienced symptoms such as nausea and vomiting, chest pain. The customer was treated with insulin pump and manual injection. Customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.